Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) code, indicative of patient data within the s-ICD memory being corrupted. Troubleshooting options were discussed with the field and the s-ICD remains in service. No adverse patient effects were reported. Additional information regarding this complaint indicated a review of device data by boston scientific technical services noted the s-ICD exhibited a higher-than-normal power consumption, in addition to the pd code.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) code, indicative of patient data within the s-ICD memory being corrupted. Troubleshooting options were discussed with the field and the s-ICD remains in service. No adverse patient effects were reported. Additional information regarding this complaint indicated a review of device data by boston scientific technical services noted the s-ICD exhibited a higher-than-normal power consumption, in addition to the pd code.

Event description:
It was reported that subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) code, indicative of patient data within the s-ICD memory being corrupted. Troubleshooting options were discussed with the field and the s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.